Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the monitor failed incoming testing and the monitor received a code 203 - internal pulse test failure. The cause of the failure was because there was no output at the pld component u1003 on the ca board. The root cause of the lack of output at the pld component u1003 on the ca board was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.